Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm l instaflash catheter is defective / damaged.

Manufacturer narrative:
2 photos were returned for investigation. Returned photo #01 show a top web with batch 2361151 of catalog 393281. (Refer to figure 1 in attachment a) returned photo #02 show a needle piercing through the catheter is observed on the sample (refer to figure 2 in attachment a). Blood was also observed in the catheter front end and flow control plug. (Refer to figure 3 in attachment a). 2 representative samples with batch 2361151 of catalog 393281 were returned for investigation (refer to figure 4 in attachment a). The 2 samples were subjected to visual inspection. Both samples passed the acceptance criteria, no catheter damage or needle pierce through catheter is observed. (Refer to figure 5 in attachment a). The manufacturing process has been reviewed. There is a 100% online automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the needle pierced through catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. 2 returned representative samples passed the visual inspection. No catheter damage or needle pierce through catheter is observed. From the returned photo, blood was observed in the catheter front end and flow control plug. This indicates a successful penetration. It would not be possible to use the product if the needle has pierced through the catheter. Therefore, the probable root cause for the reported defect could be due to user had partially withdrawn the needle from the catheter and reinserting the needle into the catheter, the needle pierce through the catheter and damage the catheter. However, as it is not possible to confirm how the product has been used, the root cause cannot be determined. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Complaint trend would be monitored.

Event description:
Breaking of a large part of the cannula at the moment of insertion of the peripheral venous catheter, with consequent impossibility of performing the intravenous infusion. Consequence no consequence the device involved in the accident is not available because it was dirty with blood and it was thrown away, but a photograph is available. Also available needles from the same lot, new not yet used.